Manufacturer narrative:
Below are the analysis findings and test results: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare provider was unable to connect components intra-operatively, that the battery was defective and the lead kept slipping off of the battery because the set screw would not tighten. The manufacturer representative (rep) reported the healthcare provider could not tighten the set screw to not allow the lead to be pulled out. They did mention that when the healthcare provider loosened the set screw before inserting the lead, the healthcare provider turned it 1-2 full turns. This was an alleged out of box issue. The rep stated the healthcare provider used another implant and that one worked fine to resolve the issue. No symptoms were reported. No further complications were reported or anticipated.